Event description:
It was reported to philips that during a digital subtraction angiography (dsa) procedure, the acquired images appeared black. According to the report, cine imaging was unavailable; however, fluoroscopy remained functional. The system was in clinical use at the time of the event, and the procedure was completed without delay using fluoroscopy. There were no reports of serious injury to the patient or user. An investigation into this complaint has been initiated by philips.